Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm; model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing shocking sensation whenever the stimulation was turned on. It was also reported that some contacts of the leads were out. A cat (computerized axial tomography) scan was taken. Database analysis showed that the battery discharge and charge profile revealed no anomalies and the impedance measurements revealed high values on some contacts. The ipg appeared to be working as expected. The physician believed that the lead extensions had high impedances and will also replace the ipg for suspected malfunction. The patient will undergo a replacement of the lead extensions and possible lead replacement if high impedances are still present after replacement of the extensions and ipg.

Manufacturer narrative:
Additional information was received that nothing conclusive was shown in cat scan. The patient underwent a revision procedure wherein the ipg and extension were replaced. The ipg was replaced due to compliance voltage issue because electrocautery was used during the patient's previous revision (3006630150-2016-00036). The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensation whenever the stimulation was turned on. It was also reported that some contacts of the leads were out. A cat (computerized axial tomography) scan was taken. Database analysis showed that the battery discharge and charge profile revealed no anomalies and the impedance measurements revealed high values on some contacts. The ipg appeared to be working as expected. The physician believed that the lead extensions had high impedances and will also replace the ipg for suspected malfunction. The patient will undergo a replacement of the lead extensions and possible lead replacement if high impedances are still present after replacement of the extensions and ipg.